Event description:
It was reported that the patient experienced coupling and or communication issues. An overdischarge due to patient education issues was suspected, and the last successful recharging session was two to six months ago. Use of the antenna locate resulted in a power-on-reset (por) message being displayed, which led to the normal recharging screen. The patient had all eight coupling bars and was successfully recharging. It was later reported that the patient could not adjust stimulation. Clearing the por resolved the issue. The patient did not have therapeutic relief, and it was reported that a lead had migrated. A revision was planned, but the date was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Accessory model 37752 serial# (B)(4); lead model 3778-60 serial# (B)(4) implanted: (B)(6) 2009 explanted: unknown; lead model 3778-60 serial# (B)(4) implanted: (B)(6) 2009 explanted: unknown; programmer model 37743 serial# (B)(4).